Event description:
It was reported that pump declared a cartridge change error and issue details were provided by email. There was no reported impact to the customer¿s blood glucose level. Pump was already being replaced under a separate case, and no further action was taken for this event.